Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) pump with unknown serial number was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue review of the available log file screenshot revealed an increase in power consumption and estimated flows followed by a sudden and sustained decrease. The power consumption and estimated flows then increased and returned to baseline. Raw log files were not available for analysis. As a result, the reported low flow event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible causes of the observed high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagu lant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. One (1) outflow graft with unknown lot number was not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Visual evidence provided revealed an obstruction of the outflow graft due to external compression from accumulated material that was trapped between the outflow graft and an additional surrounding graft placed by the surgeon at implant. As a result, the reported event was confirmed. The device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to compression of the outflow graft from a foreign graft surrounding the outflow graft placed during implant. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system - outflow graft d4: model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk d10: no h3: yes h4: mfg date: unk h5: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system - outflow graft d4: model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, d10: no, h4: mfg date: unk h5: yes this information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: a novel external post-pump left ventricular assist device obstruction. European heart journal - cardiovascular imaging. 2019. 20(6):720. Doi: 10.1093/ehjci/jey287 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding outflow graft obstruction in a ventricular assist device (vad). The authors described a patient who was admitted to the intensive care unit (ICU) with acute heart failure (hf) which required inotropic support. Log-file analysis showed diminished power and flow. Thrombolysis was administered with no improvement. Outflow graft angiography showed stenosis and obstruction by extrinsic compression of the vad outflow cannula. Stenting was performed and flow was restored. The device remains in use. No additional adverse patient effects or product performance issues were reported.